Event description:
In a journal article, the authors presented the results of a retrospective study to investigate the ideal correction of intraocular lens (iol) power for sulcus implantation. The authors reviewed the records of 679 patients undergoing cataract surgery from june 2007 to june 2008. Posterior capsule tears requiring implantation of the iol in the ciliary sulcus occurred in 36 eyes. When comparing eye in which the power was reduced by 0.5 diopters with those in which the reduction was 1.0 diopters, those with a power reduction of 11.0 diopters had significantly less unexpected error (0.49 vs. 1.01 se). The authors reported that after stratifying eyes by axial length (al), they found higher unexpected refractive error in short eyes (<22 mm al). Likewise, eyes with a predicted iop power >25 diopters had a greater postoperative refractive error. The mean difference in spherical equivalent (se) was higher in the >25 diopter planned iol power group (-1.41 diopter se) than in the <25 diopter planned iop power group (-0-67). The authors found that the iop power should be adjusted according to the measured al and predicted iop power. For patient with a predicted iop power from 18 to 25 diopters, power should be reduced by at least one diopter; for lenses >25 diopters, power should be reduced by 1.5 to 2.0 diopters.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Dubey r, grigg j (2012) improved refractive outcome for ciliary sulcus- implanted intraocular lenses. Ophthalmology 2012; 119:261-265. Patient code(s): (B)(4).